Event description:
It was reported that this implantable pacemaker device has triggered elective replacement indicator (eri) for three times. Data analysis was requested and showed that the eri trip points were shifted due to changes in power consumption. The battery voltage was below the expectation which can be difficult to predict the future voltages. In addition, this patient experienced infection. As of this time, this device remains in service. No adverse patient effects were reported.